Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse confirmed the grinding noise and identified the cause was from the sampling unit. Fse cleaned and lubricated the sampling unit and the noise cleared. Fse then conducted performance verification and quality controls (qc). All passed within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 5: maintenance procedures outlines and provides guidance for instrument care and maintenance. The customer is to call tosoh support should questions arise. The most probable cause of the reported event was due to dirty sampling unit that also needed to be lubricated.

Event description:
On (B)(6) 2017, customer reported getting grinding noise at start up on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin (B)(6)). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.